Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor seized, jammed, and was heavy moving. It was further observed that housing was too old, the motor was jammed, and the reverse locking pin was stuck. It was noted that due to lack of oiling there is more friction and therefore, the housing was not in a good condition. It was also noted that the device failed pre-repair diagnostic tests for general condition, reverse locking mechanism, function of the soft mode switch (safety system), and untrue running. It was noted in the service order that the ¿handpiece was not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.